Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported when the programmer was first powered on for the day, the programmer locked up with a system error which would not clear by powering off and on. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the programmer displayed an error. The hard drive was reconfigured and software was reloaded. It was also noted that the system fan was noisy. Concomitant medical products: product ID 2067l, radiofrequency head.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.